Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient originally did not meet the team's criteria for a pre-implant balloon aortic valvuloplasty (bav). However, after initial attempt to deploy the valve, the valve did not fully expand. The device had been inspected prior to use. The valve was recaptured and removed with the delivery catheter system (dcs). A pre-implant bav was performed with a 20mm true balloon. A new valve and dcs were used to complete the procedure. A procedural delay of approximately 5 minutes occurred. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012122836); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.